Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a fall on some boulders roughly a year prior to the report (in 2016). The patient stated that it may have damaged their battery pack. It was also reported that the patient has been ¿having lots of problems.¿ the patient requested CT scan and MRI guidelines for a problem that was not related to the device or therapy. No further complications are anticipated.